Manufacturer narrative:
.

Event description:
Customer reported on (B)(6) 2014, having issues with the insulin pump. The device alarmed failed battery alarm. Customer's blood glucose was 136 mg/dl. Customer was advised of proper battery to use and how to store it. Alarm cleared. Customer stated customer uses several batteries and alarm kept reoccurring. The battery compartment, battery cap, or springs were not damaged, corroded, nor missing. Customer noted crack on the battery compartment were the batter cap screws into. Customer was not sure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.